Event description:
Rptr has significant left-side and lower back pain. He can't lay down and straighten out his legs. Rptr has numbness in legs and pain in l4-5 and l5-s1 in the lower part of his back. There are spasms in his leg. There is pain in the middle of his back in the lower area and scar tissue from nerve roots of l4-5 and l5-s1 lumbar pars syndrome. Rptr takes valium and mepergan. (See also 1004495.)